Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, while anastomosing the small bowel to the gastric pouch, the staple line bled. The surgeon used a clip applier to control the bleeding.